Event description:
The clinic reported at the post-operative visit that the patient had discomfort both eyes (ou) since his surgery on (B)(6), 2012. The patients left eye (os) vision was clear the day after surgery, but has been foggy ever since. The patients right eye (od) has always been foggy since surgery. The patient's preoperative uncorrected vision is 20/400- os and od since lasik, the patient's last known postoperative uncorrected vision is 20/150 od and 20/100- os.

Manufacturer narrative:
Reason for non-evaluation: information received from the clinic does not indicate that they believe the issue to be with the system. Additional narrative: a clinical development manager (cdm) was dispatched to further investigate the reported event and found that the doctor had documented that the likely diagnosis to be pressure induced stromal keratitis. The cdm also determined that a moria microkeratome with disposable head was used to create the corneal flap. Later, the cdm spoke with the lead technician who stated that the patient mentioned that he was non-complaint with his postoperative medication routine. The cdm was also able to determine that the clinic has a routinely maintained statim autoclave including spore testing weekly, re-usable irrigation cannulas, non-expired antibiotics/steroid drops re-capped following each use, and powder free gloves. (B)(4). Placeholder.